Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional procedure. Reportedly, the vessel locator wings did not retract after the clip was deployed. The safety release mechanism was used and the device was removed from the anatomy. No resistance or difficulty was experienced when the starclose se device was removed. Hemostasis was achieved with the deployed clip. The patient is reported to be doing fine. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported vessel locator wings not retracting after the clip was deployed could not be replicated in a testing environment thus not confirmed. A conclusive cause for the reported vessel locator wings not retracting after the clip was deployed cannot be determined. Based on a visual/functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.